Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference manufacture report numbers: 1221359-2021-03324.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro sponge swab. The idnow covid -19 assay provided positive results on (B)(6) 2021. Repeat testing was performed on the same day, (B)(6) 2021, generating negative results. Confirmation testing was performed with pcr generating negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Reference manufacture report numbers: 1221359-2021-03325, 1221359-2021-03324.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro sponge swab. The idnow covid -19 assay provided positive results on (B)(6) 2021. Repeat testing was performed generating negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.